Event description:
Patient was having a stemi and needed immediate attention. The doctor was trying to read the EKG and the EKG leads were not functioning properly. Frequency: daily. Diagnosis or reason for use: EKG (all).